Event description:
Reference number (B)(4). Event occurred in germany. On 13-june-2024, it was reported that the patient infusion set cannula was kinked. The patient also had induration on the right lower abdomen for several weeks. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1 patient country germany.